Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Time: 11:37am; blood glucose (mg/dl): 157 - ate 60g carbs; bolus (units): 2.50u; time: 1:25pm; blood glucose (mg/dl): 461; time: 1:52pm; blood glucose (mg/dl): high (>500 mg/dl); bolus (units): 4.41u manual injection. Pod removed. The customer's father reported that the cannula was bent.